Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/04/2017, that on approximately (B)(6) 2017, the patient experienced a skin reaction. The patient¿s mother indicated that the patient experienced an allergic reaction in (B)(6), but could not provide the exact date. Patient visited a physician in (B)(6), on approximately (B)(6) 2017 in regards to a known skin reaction to adhesives, including dexcom sensor adhesive. Fluticasone propionate ointment was prescribed to counteract the patient¿s skin irritation. No additional event or patient information is available.